Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx60mmx135cm (4f) sterling was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 14 atmospheres during pressurization. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported.